Event description:
It was reported that the pt developed opacification in posterior portion of the eye and central opacification of the lens optic. A yag was performed at an unk date and subsequently the lens was exchanged with another lens of the same model. Reportedly, the pt has a "good prognosis after successful lens exchange." According to the surgeon the cause of the reported event was the pt underwent dsaek on (B)(6) 2012 with rebubble on (B)(6) 2012.

Manufacturer narrative:
The lens was returned for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.